Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with unknown blood glucose levels at the time of the incident. The customer also mentioned that after performing a set change, the new insulin out of the refrigerator worked better than the insulin that is in the pump after 24 hours. The customer was given glucagon to treat the low. The customer experienced symptoms such as loss of consciousness. It is unknown if the customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also called about sending back recalled sets. The insulin pump will not be returned for analysis.